Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing and a white screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported display was flashing. Customer was calling back with blank display after receiving new battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments/partial display and perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display.